Event description:
The incident has occurred in (B)(6) 2022, however, we (as manufacturer) are made aware of this incident on 14-oct-2022. A 76-year-old female patient was implanted with a biofreedom 3.0 x 24 mm stent at the proximal end of the right coronary on (B)(6) 2022. After an hour, the patient was returned to the cath lab for another angiogram, which revealed thrombosis occlusion. Balloon dilatation was performed successfully at the site of the thrombus using the poco pre-expansion 2.0 x 15 mm balloon and the apter 3.0 x 12 mm balloon for post-dilation. The patient is currently stable and in no discomfort. Obstruction of flow due to thrombosis event is a known risk within the stent implantation, however the event could caused serious injury even it were to recur to the patient, therefore we (as manufacturer) have decided to report it to the us competent authority.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis as biofreedom stent is implantable and not explantable. However, angiography record of the percutaneous coronary intervention (pci) procedure is shared with the manufacturer for visual assessment. From the angiography record review, the pci target lesion was a critical stenosis in a mid-right coronary artery causing an inferior st elevation myocardial infarction. There was timi 3 flow in the distal vessel, but disease in the proximal and mid rca vessel in addition to the culprit lesion. The pci was carried out via radial access using a judkins right guide catheter and a single guide wire. The mid rca was pre-dilated using a 2.00 x 15 mm semi-compliant balloon. A biofreedom 3.00 x 24 mm stent was implanted in the mid rca and post-dilated with a 3.00 x 12 mm non-compliant balloon. The stent was well expanded but there was disease both proximal and distal to the stent with suspicion of lucency proximal to the stent. Subsequent images showed a proximally occluded stent, which was re-opened with multiple balloon inflations in the setting of intravenous tirofiban. The final angiographic images showed a patent rca with timi 3 flow distally, but the same disease distal and proximal to the stent. A possible explanation is lack of "normal to normal" vessel stenting technique in this case. There was a suspicion of lucency proximal to the stent which may represent entry dissection. On reflection, a longer stent which started and ended in angiographically normal vessel may have been a better strategy. Manufacturer have examined the manufacturing records of the relevant production lot w22040499 and have identified no other complaints or abnormal observations with this batch of devices. Events linked with the device usage reported to biosensors are documented within our device risk assessment and management systems. The overall reported stent thrombosis rates for this device are 0% for 2021 and 0.003% for 2022 which are within the occurrence rating as documented in the risk analysis. Our internal upper threshold rate of definite and probable stent thrombosis for drug eluting stent (des) obtained from clinical data as well as from the literature review is 1.1%, and the overall stent thrombosis event rate of biofreedom since product launch is well below this threshold. All of the device history record (DHR) batches of stent thrombosis events reported to date to biosensors have been analysed and we have concluded that there are no contributing factors in terms of device malfunction, design or changes in the characteristics or manufacturing anomalies or failures that could be linked to the events. In summary, we have not identified any signals in our complaint reporting and trend analysis that would suggest that there is anysystematic change in the safety and performance of the biofreedom stent. Therefore, we consider it likely that the root causes of stent thrombosis in this case is procedural factor.